Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Physical evaluation identified that air detector housing has some discoloration. Upon powering up of the pump displayed lec 1870 which is motor_timeout1. The customer's reported problem regarding lec 1870 was able to be duplicated and was confirmed. Problem source could not be identified.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1870. There was no reported serious injury to the patient.